Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the electrocardiogram (ECG) connector was bad, it was loose and was determined to be the cause of the reported noise. The link electronic module board was replaced and calibrated to resolve. It was further noted that the system fan was noisy and that was also replaced. (B)(4).

Event description:
It was reported that the programmer had a "bad" electrocardiogram connector and there was a lot of noise present. The programmer was returned for service. No patient complications have been reported as a result of this event.